Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery, button sticking, crack, and short battery life of the insulin pump. The customer also reported hypoglycemia. The event involved product(s) mmt-332a, mmt-1715kl, unomedical. Troubleshooting was not performed. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715kl. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0870 inches. Confirmed 30.95 units of normal bolus was delivered on 02/05/2025. Successfully downloaded history files and traces to thus and carelink. Unable to generate power management graph due to insufficient pump download history. No alarms or alerts noted during testing. All keypad buttons function properly no anomalies noted. Battery cycle 186.0 received the lowbatteryalert (104) on 02/01/2025 10:54:00 faster than expected at 5.53 days. Battery cycle 185.0 received the lowbatteryalert (104) on 01/26/2025 22:13:00 after more than 7 days at 7.46 days. Battery cycle 183.0 received the lowbatteryalert (104) on 01/19/2025 09:10:00 faster than expected at 4.57 days. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and cracked reservoir tube lip. The p-cap/reservoir does lock properly. Pump passed required testing. However, found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasting less than expected confirmed. No over delivery anomalies noted during testing. Cosmetic damage (crack) confirmed at the battery compartment near belt clip. All buttons function properly, unresponsive keypad not confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.